Manufacturer narrative:
It was reported to abbott a patient¿s left orbital lead had migrated into their eyelid. The patient underwent a revision where the lead was repositioned and fixed in place. Nothing was explanted. There were no complications. Effective therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that patient experienced ineffective therapy due to migration of the left orbital lead. Surgical intervention was undertaken on (B)(6) 2025 wherein the lead was repositioned. Effective therapy was restored post operatively.

Manufacturer narrative:
Reporter phone number (B)(6). Date of event is estimated.